Event description:
Physician reported left side implant increase in volume, pain, capsular contracture baker grade IV, free peri implant fluid, implant indent. Device has been explanted and replaced.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV and seroma.